Event description:
It is co's understanding that a patient was admitted through the emergency room with gangrene in the 4th toe or their left foot in 2004. The following day the patient had an initial angiography and several peripheral stents were placed. There were some problems with the angiography equipment so the case was postponed. Vasoseal es was deployed as the closure device. The patient's vital sign were within normal limit the following day. Two days later the patient returned for the second half of their procedure and a thrombectomy and angioplasty were performed. No vasoseal was deployed this time. The following day the patient complained of pain in the right groin and their temperature and blood pressure were slightly elevated (100.7 degrees, 155/80). The patient continued to complain of pain the following day with a continued 100 degree temperature. No pus was noted at the site, but it was positive for redness. Two days later, the patient was started on antibiotics and was positive for sero-sanguinous drainage. The following day, the patient had abdominal pain and was sent for a gi consultation and x-rays. Seven days later a right axillary popliteal bypass was performed. Two days later a small hematoma/abscess was noted in the right groin. The patient was taken for a CT scan and the site was drained and a culture was taken. The culture showed a few polys and staph aureus. No further complications were reported.